Event description:
The customer reported via phone call that they were hospitalized with low blood glucose. The customer stated their blood glucose declined to 40 mg/dl. Customer stated, the threshold suspend feature was triggered on the insulin pump. The customer stated, they were advised to treat with a glucagon shot, causing their blood glucose to rise to 450 mg/dl before being admitted into the hospital. The customer stated, the cause of their hospitalization was from hyperglycemia in relation to low blood sugar. Customer also reported having a heart condition, requiring a heart monitor at the hospital. Customer stated, they were wearing the insulin pump at the time of hospitalization. Customer also reported receiving lost sensors and weak signal alerts with their sensor. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.